Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 600 mg/dl at the time of incident and current blood glucose was 398 mg/dl. The customer was assisted with troubleshooting and declined for high blood glucose. Customer will be returned device for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within spec. Device passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device properly connected to the glucose sensor simulator. Device properly received blood glucose readings from the contour next blood glucose meter. No anomalies noted. Device received with cracked select button keypad overlay. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).